Event description:
The customer reported that the device was not sealing properly, resulting in more bleeding than usual.

Manufacturer narrative:
(B)(4). The device was returned with the cord cut off so functional testing could not be performed. The jaw force was within specifications. A visual inspection revealed that the switch was not soldered sufficiently allowing the component to easily dislodge from the pcb. This could have caused intermittent activation and less than optimal sealing effect. However, since the device could not be functionally tested due to the cord being cut off, it is not possible to verify that this was the root cause. Engineering is in the process of redesigning the pcb switch. Corrective actions are being taken with the switch supplier including changing pcb design to increase solder area; changing the solder mask type; calling out a new switch; and increasing the leg silver plating.